Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material in device is confirmed and was determined to be supplier related. One 19g x 0.75in safestep infusion set was returned for evaluation. An initial visual observation revealed no use residue on the sample. A microscopic observation revealed a damage on the dust cap stem. A large white fragment from the dust cap was found within the luer hub. The damage observed on the returned sample suggests the dust cap may have been damaged during an automated manufacturing process. The supplier has been notified of this event and corrective actions have been implemented. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a small piece of plastic was found inside the lumen of a port a catheter while setting up sterile field in preparation to screw on the needleless connector. This did not effect the patient and no harm was done. Piece of plastic was noted as it slightly fell out onto sterile glove when unscrewing the cap cover. Device was not used. No other information was provided.